Manufacturer narrative:
The actual, companion and/or alternative samples were not available to be evaluated; therefore, the complaint is deemed as unconfirmed. The lot number was unknown. A search was conducted to verify the lots delivered to the patient, using a time frame of 3 months before the occurrence day, and showed no results. A lot trend evaluation was not performed since the lot number was unknown and no info was found from a search from this customer. No add'l evaluation could be performed.

Event description:
A peritoneal dialysis nurse reported a fluid leak in the cassette door area of a liberty cycler from the tubing set. During a follow-up call, the pdrn clarified the fluid leak was not noticed until the nurse went to set up the cycle for a new patient's treatment. The previous patient was having drain complications and the cycler was shut off. The patient was set up w/manuals to complete pd treatment. The pdrn stated she discarded the tubing set and could not verify the lot number. During set-up fo the next patient's pd treatment, the pdrn then realized there had been a leak. The previous patient had no signs or symptoms of infection. The patient was doing fine and completing pd treatments successfully.